Event description:
The customer reported false positive test results with the determine hiv-1/2 ag/ab combo for three (3) patients performed between (B)(6) 2025 and (B)(6) 2025. This MFR. Report addresses patient two (2) of three (3). Confirmation testing (platform unknown) was performed by a reference laboratory generating negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Additional information: a3a - sex. A3b - gender. The customer reported false positive test results with the determine hiv-1/2 ag/ab combo for two (2) patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2024 on a plasma sample. Confirmation testing (hiv-1/hiv-2 qualitative rna, pcr, hiv antigen/antibody enzyme immunoassay (eia) screen for antibodies to hiv-1 and hiv-2 and hiv-1 p24 antigen) was performed by a reference laboratory generating negative results. The customer confirmed there was no patient harm due to the test results. H6: health effect - impact code. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000952265, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported false positive test results with the determine hiv-1/2 ag/ab combo for three (3) patients performed between (B)(6) 2025 and (B)(6) 2025. This MFR. Report addresses patient two (2) of three (3). Confirmation testing (platform unknown) was performed by a reference laboratory generating negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3 - the date provided is an approximation as the customer reported the events occurring between april 2025 and may 2025. The investigation remains in progress. A supplemental report will be provided after completion.